Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, shell, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04901.

Event description:
It was reported that approximately 3 months post implantation, a patient had presented with a non-traumatic dislocation of the hip while walking. Patient subsequently underwent a closed reduction of the l hip. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of op notes confirm that the patient underwent closed reduction of the l hip. Patient presented with atraumatic dislocation that occurred while ambulating. Patient taken to surgery and under general anesthesia, hip was reduced by traction. Fluoroscopy was used to confirm placement during procedure. No complications noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.